Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with the insulin pump's back light. The back light was not working and the keys were hard to press. Insulin was also squirting out of the infusion sets. The customer's blood glucose level was not reported. The product was not returned. Nothing further to report.